Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and particle contamination- black dirt/dust was observed in the blower during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service, due to an allegation of the device was overheating and there was black smoke inside the unit. There was no patient harm or injury reported. During the evaluation at the manufacturer's product investigation laboratory, visual inspection of the received device does show evidence of (black particulate throughout devices.) The installed filters in the dreamstation are contaminated with a black-colored substance and have a sweet smelling odor. The external surface where the filters and the modem are located are also coated with a black-colored substance. The humidifier's water chamber flip lid and dry box seals also are contaminated with the black particulate. The filters are located in the air inlet port of the dreamstation. The location of these dark-colored contaminants in the air inlet filter indicates the source of the contaminants is external to the dreamstation and is not related to a failure of the device. The complaints are due to the devices being used in an environment containing this unknown dark-colored dust contaminant. This contaminant entered the air path of the devices and contaminated the air path. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.